Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted high power (greater than 10) and high flows (greater than 10) around 19:30 on (B)(6) 2025. The patient was brought to the hospital. Laboratory results on (B)(6) 2025 showed lactate dehydrogenase (ldh) at 261 iu/l (international units per liter), free hemoglobin (hgb) at 40 milligrams per deciliter (mg/dl), and haptoglobin less than 30 mg/dl. A chest computed tomography angiography (cta) on (B)(6) 2025 showed a peripheral thrombus within a patent left ventricular assist device (lvad) outflow graft that was similar to slightly increased compared to prior imaging from 2023. Laboratory results on (B)(6) 2025 showed ldh at 238 iu/l and free hgb less than 30 mg/dl. Log files were sent for review. The log file captured some elevated pump powers on (B)(6) 2025 evening with pump powers noted as high as 12.5 watts (w). These were associated with pulsatility index (pi) events and transient. It was noted that the pump powers were trending slightly high but not greater than 2 w and the pi values were trending low. These patterns seen in the log could be indicative of thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The report of outflow graft thrombus and an accumulation of outflow graft bio-debris, also known as extrinsic outflow graft obstruction (eogo), could not be conclusively confirmed through the submitted images, and no product was available for evaluation. A specific cause for the reported event could not be conclusively determined. The submitted log file captured elevations in pump power and flow that appeared to resolve over time. The majority of the elevations were captured during pulsatility index (pi) events. No other notable events were observed. The pump appeared to function as intended for the duration of the file. The submitted computed tomography angiography (cta) images of the outflow graft were reviewed for this evaluation; however, eogo could not be conclusively confirmed through the submitted images. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. B is currently available. Section 1 provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the patient had 2 subtherapeutic international normalized ratios (inrs) the month prior to the event. Pump parameters noted the abrupt change on the submitted log files. The patient was seen back in clinic with no ongoing elevated flow/powers. Computed tomography (CT) images noted a slice with anastomosis. The patient had no pump thrombus signs. Lactate dehydrogenase (ldh)/haptoglobin/plasma free hemoglobin were all in normal ranges. There were no urine signs of hemolysis. The pump speed was increased following a ramp echocardiogram which showed appropriate function of the pump with increased power with increased speed. Echocardiogram guided decompression of the left ventricle (lv) with the increased speed. Pump speed was left at 10000 revolutions per minute (rpm) from 9600 rpm prior to the study as the patient's heart was better decongested. Parameters appeared stable and there were no further changes made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.